Manufacturer narrative:
The cause for the discordant results is unknown.

Event description:
Customer reported discordant results for specific gravity between the instrument and an alternate method. The customer also reported that the instrument indicated high glucose, high protein, and high ph results. Info from the customer indicated that the pt's glucose and protein were negative and the ph was 6.0. These results were repeatable. Customer reported that their quality control material was in range. There was no report of injury due to this event.

Manufacturer narrative:
Customer has not had a repeat of the specific gravity issue. Instrument is performing as intended.